Manufacturer narrative:
(B)(4). Additional information: photos were received from customer for review. Upon visual inspection of three photos, the following was observed: the first photo shows a sleeve inside of a plastic bag and lot number can be seen as #t40m22 and product code is 2cb5lt. The second and third photo shows the distal end of sleeve inside of a plastic bag and damage appears to be observed at the distal end of the trocar. However, the photos are not clear. Based on review of the photos, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a lap appendectomy, the trocar was damaged. At the very distal end of the trocar, right at the end effector, there is a piece of the clear cannula that was missing. It is unknown if it broke off or was manufactured this way. There was no piece found. Case completed with the same trocar there were no patient consequences reported.